Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that numbers seemed to be off during use of intraoperative abberometry. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The company representative examined the system. The company representative did not mention replicating the reported issue. However, the aberrometer was replaced and the system was tested. The system was determined to have met specification. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).